Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 502 mg/dl. The customer reported that the symptoms related to their high blood glucose was thirst, urinating. Customer reported the drive support cap appears normal (slightly indented). There were no leaks or air bubbles. Advised high blood glucose may occur if the insulin is expired or cloudy. The product was not returned for analysis.